Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. This device was included in that field action, but returned product testing found the device did perform as described in the field action. (B)(4).

Event description:
It was reported that the device could not be interrogated and had reached end of life. The device was explanted and replaced. No patient complications have been reported as a result of this event.